Event description:
Customer reported the system sometimes takes 4 or 5 attempts before booting up properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. System operates as intended.